Manufacturer narrative:
H10. H3, h6: the device, used in treatment, was not returned for evaluation. Visual and functional evaluation could not be performed. We have been unable to establish a relationship between the device and the event reported or determine a root cause undetermined at this time. A review of the device history showed that the device passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the devices did not meet product specifications nor did it allege any product deficiencies. Complaint history for the reported event has been reviewed, revealing further instances in the past three years. Alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently. In this instance, therapy will still be delivered. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that during treatment the renasys touch device goes into alarm and displays the message "full canister" when the canister is not full. The treatment was completed with a back-up device. No patient harm reported.

Manufacturer narrative:
H3, h6: the device, used in treatment, has been returned for evaluation. Visual inspection was performed and showed the front and back case are broken. Functional inspection was performed and showed no full canister alarm detected, the device works within the normal range. We have been unable to establish a relationship between the reported event and the device. Probable root cause maybe an intermittent component failure. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. The complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.